Event description:
It was reported to boston scientific corp that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6)2009 (age unk; however over 18 years). According to the complainant, during the procedure after the device was passed down the scope, it was noted that the jaws would not close properly. No other abnormalities were noted with this device. The device was removed and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) won't close. These codes were selected by the manufacturer based on information obtained from the user facility. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).